Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the recharging issue was a ¿possible battery issue¿. As an action/intervention to resolve the issue, the patient was put back to monopolar settings on (B)(6)2017 and was to be evaluated in a week. The hcp was also going to reach out to the manufacturer¿s representative to assess the battery. The issue was reported as not resolved. There were no further complications reported or anticipated.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for movement disorders. It was reported that when the patient charged their ins never got to 100%, it would only stay at 75%, thus it would never fully charge. Their newest ins also did not last as long as their previous ins. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative indicating that they were able to meet with the patient and reported that they were sent a new recharging unit. At an appointment with the patient and their doctor they found that the patient was able to charge their ins to 100%. No further action was discussed.